Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: patient reported feeling dizziness. It appears that this rv lead has loss of capture and impedance issues. The lead remains implanted at this time.